Event description:
It was reported the customer screen was cracked on their insulin pump. Customer stated they fell, causing the damage to their insulin pump. Customer reported they could not read part of the insulin pump's screen. The customer's blood glucose was 183 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass, minor scratches on display window, cracked case at display window, cracked case near up button switch and scratched case at battery compartment.